Event description:
Reportedly, the device failed to deliver defibrillator energy to a patient. This allegation was based upon the observation that a device displayed an energy not delivered message. The defibrillator was charged again and delivered energy to the patient. Device use was continued without further incident. The patient was resuscitated. There was no adverse affects to the patient, based upon continued use of the device.